Event description:
Five months after starting to wear contact lenses, my son complained of severe eye pain and blurred vision. After being taken to his eye dr, we were immediately referred to a corneal eye specialist who diagnosed him with bilateral acanthamoeba. We spoke to someone at the cdc and the university at the time and soon discovered we were very fortunate to have been diagnosed so quickly and had found a highly skilled corneal specialist. My son had a rare and toxic reaction to the medication we were able to obtain from two foreign countries, and thus started our introduction to compounding pharmacies. Months of no sleep with the drug regime he was on and wonderful medical care, 18 months later, we were finally informed that his condition had been successfully treated. The corneal specialist finally told us that he was convinced from the beginning our son would need bilateral transplants. I had attempted to contact the manufacturers of complete moisture plus cleaning solution, the only cleaning product my son used and never rec'd a call or email in return. With what is now being reported, I am so sad for all the other parents/people who are going through this nightmare... As that is the only way to describe this period in my sons life. I am grateful for my son's vision and the fact the news is getting this info out to everyone. We had a miracle. Dates of use: five months in 2004.